Event description:
The user facility reported that during a patient procedure, the table drifted down. The procedure was delayed for 30 minutes to transfer the patient to another table.

Manufacturer narrative:
The 3080rl table is not under steris service contract and is maintained by hospital biomedical. The hospital biomedical staff tested the table with a weight load, was unable to duplicate the reported drift, and replaced the hydraulic system check valves. After the reported repairs were completed, steris confirmed that the table was operating properly. The surgical table subject of this reported incident was 18 years old at the time of the reported event; the estimated useful life of the table is 10 years. Additionally, this model surgical table was the subject of a 2007 obsolescence notice. Steris has made numerous attempts to obtain information regarding the condition of the patient, as well as access to the valves that were replaced and preventive maintenance records. These requests for further information have not been fulfilled by the user facility. Accordingly, steris is unable to report any further information about the reported event.